Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised due to complaint of mechanical sensations and groin pain. The asr cup was found to be loose, with less than 25% bone ingrowth upon removal.